Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with all buttons responding properly. However, slight traces of moisture found at keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, battery tube threads, minor scratched display window and stained end cap sticker.